Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had fallen in the (B)(6) of 2013. Afterwards, the pt began to experience leg pain. As a result, the pt underwent an exploratory surgery. During the procedure, a hematoma was found at the lead site. The physician believed the fall caused the hematoma. In turn, the pt's scs sys was explanted. An sjm rep was made aware of the explant on (B)(6) 2013. It is assumed the pt is doing well, but it is unk if the hematoma has resolved.